Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected for the right ventricular (rv) lead as it exhibited high out of range (oor) shock lead impedance (sli). At this time, the lead remains in service. No adverse patient effects were reported.